Event description:
It was reported that the right ventricular (rv) lead impedances were high. The physician opted to keep the lead in use and monitor the system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154vwc, implantable cardioverter defibrillator, (B)(6) 2008; 6943-65, implantable tachy lead, (B)(6) 2000. (B)(4).

Event description:
It was later reported that the rv lead backed out of the device header. The physician adjusted the lead back into the header and the lead showed no further issues. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the superior vena cava (svc) defibrillation coil was beyond the expected upper range, and the svc defibrillation coil impedance trend was variable. The maximum svc impedance varies from 65 ohms to 692 ohms throughout the record.